Event description:
Intraortic balloon (iabp) after 6 (six ) days suddenly quit functioning. In removing it, it was noted balloon was blood filled and it hung up in the femoral artery requiring emergency trip to operating room to remove balloon. Pt's artery was repaired and he tolerated sudden cessation of iabp. The operation required blood and component therapy transfusion. Pt suffered balloon pump malfunction this am manifested by marked dampening of wave forms. Position on am chest x-ray was within normal limits. Repositioning afforded no improvement. Attempt at removing balloon in unit (i.e., in intensive care unit) revealed that balloon had ruptured and that it could not be pulled back through iliacs secondary to incomplte closure from clot and blood in balloon. Pt taken to or emergently where femoral artery exploration performed. Balloon removed after femoral arteriotomy performed. Femoral and profunda artery repaired and flow reestablished to distal left lower extremity confirmed by doppler signal at distal profunda and at posterior tibial. Pt tolerated balloon removal without significant hemodynamic compromise. Approx 1200 cc blood loss. Received 2 units packed red blood cells- type specific- and crystalloid. Will need to monitor for hemodynamic deterioration. Balloon has been secured by risk management office and will be turned over to the office of the medical claims judge advocate.